Manufacturer narrative:
Investigation included a review of the event details and user-reported device performance. Investigation of this case revealed no evidence that the ilet malfunctioned or contributed to the event based on caregiver statements. It was concluded that the event was not caused by the device and was more consistent with a non¿device-related trigger such as sleep deprivation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the patient experienced a seizure in the early morning while using the ilet system; caregivers indicated the patient has a history of epilepsy and that seizures are typically triggered by hypoglycemia or sleep deprivation, and they believed sleep deprivation and a possible prior low were contributory while blood glucose was not low at the time. Symptoms included a seizure. Outcomes included no device alarms and no medical treatment or hospitalization reported.